Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a high drain alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. This occurred upon powering up the device, while the patient was not connected. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) arranged for the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was originally manufactured in september, 2011. The device evaluation has been completed. An event history log review verified the presence of a high drain alarm during the reported therapy. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specifications. A short simulated therapy was performed successfully. Although found in the event logs, the reported high drain alarm was unable to be duplicated during sample analysis, and no nonconforming product was found that would have contributed to the alarm. A device history record review did not identify anything unusual during the manufacture of the device. The cause of the issue was a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.